Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin alarm a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, minor scratched lcd window and missing the end cap sticker.

Event description:
It was reported the customer received a compromised force sensor system alarm while changing their reservoir. Customer's blood glucose was 268 mg/dl. The customer also reported insulin was squirting out during the manual prime process. Troubleshooting found the customer's drive support cap was flush. Customer did not recall pressing on the cap while connected. Customer also stated their insulin pump passed a self test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.